Event description:
It was reported that an infusor patient control module (pcm) leaked from the pcm chamber. This was observed before use and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.